Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
H6 (remove code 2892, add code 1384).

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternative method of insulin therapy.